Event description:
It was reported that medfusion pump had constant beeping, during testing. There was no patient involvement.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was cracked on right plunger case and had a broken battery compartment of bottom case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. High profile c9 broken off from interconnect board due to pump been dropped. Replaced interconnect board. The cause of the reported problem was traced to customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500. H5: correction: labeled for single use: no.